Event description:
Clinical trial. It was reported that post index procedure, the patient had in stent restenosis. The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated two target lesions. Target lesion 1 was a de novo lesion in the mid right coronary artery (rca). The lesion was 2.94 mm wide, 11 mm long and 75% stenosed. The physician predilated the lesion prior to placing a 3.5 x 12 mm taxus express2 stent. Residual stenosis was less than 10%. Target lesion 2 was a lesion in the right posterior lateral artery (rpl). The lesion was 3.25 mm wide, 8 mm long, and 90% stenosed. The physician direct stented the lesion with a 3.0 x 16 mm taxus express2 stent. The patient received lidocaine, cedocard and visapaque during the procedure. The patient was discharged 3 days later on losec, clopidogrel, carbasalaat calcium, atorvastatine, and isosorbide mononitrate. One week prior to the 13 month follow up appointment, the patient experienced chest pain. During the 13 month angiogram, proximal and distal in stent restenosis was found. The restenosis was treated with additional stents. The prox portion received a 3.0 x 16 mm taxus liberte stent, and the distal portion received a 2.5 x 16 mm taxus liberte stent. There were no complications and the event was considered resolved. In the opinion of the physician, there is a probable relationship between the device and the restenosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.